Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the treatment. No technical root cause was identified as the product was found to be within specifications.(B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with blurry vision in the distance in the left eye one year post lasik. The patient was noted to have ectasia and has been referred to a specialist to be fitted for a rigid gas permeable (rgp) lens and cross linking. Additional information requested.